Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The plate was broken after implantation. The event was published in the central japan journal of orthopaedic and traumatology. The patient had von recklinghausen disease.